Event description:
Additional information was received from a manufacturer representative reporting that the device was programmed with poles that did not have high impedances. The cause was unknown. The event did not resolve. The devices were still implanted.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# va2cca7040, implanted: (B)(6) 2021, and product type: lead. Product ID: 977a260, lot# va2cca7041, implanted: (B)(6) 2021, and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 28-jan-2022, report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has traditional stimulation. The paresthesia was correctly placed overlapping the pain area and the pain relief was good. Several months after the implantation, the patient came to an in-clinic follow-up claiming that he was not feeling the paresthesia anymore. Ins interrogation was performed and found out that several electrodes were with high impedance. Those electrodes were discarded and reprogrammed the device finding new correct paresthesia. That situation was repeated more than once. Last week reprogramming was impossible to be performed as the following was found: at the beginning of the interrogation session there were several electrodes with very high impedances (not available for stim) and other electrodes with high impedance but still suitable for being used to stim. When programming different configurations the patient claimed that he felt the paresthesia correctly but right after he does not feel the stim. At that moment, we performed an impedance measurement and saw that they have raised. That program-impedance raise situation was repeated again. The last impedance measurement revealed that all electrodes have raised from 4k ohms to 27k ohms. The session reports indicate multiple intermittent open circuits that were affecting the lead 0-7. There was an inconsistent result at the bipole 8-15. The impedance measurements were 40,000 ohms.